Event description:
The reporter stated the surgeon inserted an aa4204vl silicone single piece lens and the lens tore. The lens was removed with no pt injury, no enlarge incision or sutures.

Manufacturer narrative:
Visual inspection of the returned product found the lens optic torn into two pieces and one haptic torn off. There was evidence of surgical residue. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.